Event description:
As reported to customer relations via email "the broken flla adapter." "Sheered off during deployment." Small pieces of metal remain inside patient's body, unable to retrieve. Device evaluated on 14-apr-21:"flla adapter broken. Polyimide to retrieval loop broken". Did any unintended section of the device remain inside the patient¿s body? · please describe the object and how it was retrieved: small pieces of metal, unable to retrieve. Did the patient experience a delay or require any additional procedure due to this occurrence? · please specify delay or any additional procedure(s) and provide details: no. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? · please specify adverse effects and provide details. No. It's unknown what sub-categories may or may not be available. In the spirit of information gathering, all sub-categories when sent to the dm to delineate. -rf 01mar2021 additional questions: did any unintended section of the device remain inside the patient¿s body? · please describe the object and how it was retrieved: small pieces of metal, unable to retrieve. Did the patient experience a delay or require any additional procedure due to this occurrence? · please specify delay or any additional procedure(s) and provide details: no has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? · please specify adverse effects and provide details. No. Was there any surgical / medical intervention performed due to the experienced difficulty? No. Was complaint product reprocessed for another use prior to this occurrence? No. Will the facility be reporting this event to the FDA? No. Would you like an acknowledgement letter? No. Patient info (age, gender, weight, pre-existing conditions)? Na. What type of procedure was being performed? Palliative biliary metal stent placement. Customer contact (name, title, phone, email)? Scott pippin, or tech, 910-907-7808. Regarding account action, I cannot find where this customer purchased this device (directly). I did see where a cardinal health shipment. Does this customer purchase through cardinal? Would you like a 1 each no charge replacement of g23128-evo-10-11-6-b sent to c10895-2 or no account action is needed? Yes no charge replacement sent please. General questions: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). During stent deployment: what endoscope type and channel size was used? Olympus 4.2 channel . What was the position of the elevator? Was it opened or closed? Na . Details of the wire guide used (diameter, type, make)? Na. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? Minutes. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Na. Should the difficulty involve a stricture: what was the length and diameter of the stricture? Na. Where was the stricture located in the body? Common bile duct. Was there resistance felt passing wire guide through stricture? Na. Was there resistance felt passing the evolution through stricture? Na. Was the stricture dilated before stent placement? Na . Should the difficulty occur during insertion into the patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? Na. If yes, at what point? Should the difficulty occur during stent placement: did the product fail during stent deployment or recapture? Na. Was the directional button pressed during use? Na. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Na. Was the yellow marker kept in view during deployment? Na. Are images of the device or procedure available? Na. Should the difficulty occur during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? Yes, fluoroscopy. Did the stent open sufficiently to allow withdrawal of introducer safely? Na. Was the safety wire fully removed before removing the delivery system? Na. Did any part of the product snag/get caught with the stent when removing the delivery system? Na. Are images of the device or procedure available? Na. Should the difficulty be related to stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps for attempted removal. Was the lasso (suture) loop used during repositioning / removal? Na. Further cirl additional questions: why the lock wire was not removed during the procedure from the delivery system? Na. When and how was the stent released from the delivery system? Na. Can you confirm if the user attempted to remove the delivery system with the partially deployed stent attached or did the user try / return the stent into the delivery system before removing the system from the patient? Na. How was the stent released/removed from the system? Na . At what stage was the luer lock fitting disconnected? Na. At what stage the luer lock was observed to be broken? Na.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of evo-10-11-6-b of lot c1628216 involved in this complaint was returned for evaluation, without the original packaging. The device evaluation was complete on 14th apr 2021. On evaluation of the device, it was observed that both the flla adapter and the polyimide to retrieval loop were broken. Stent was not returned. Handle was actuating fine for deployment and retraction. Lock wire in place on return. Following engineering input additional questions were sent to the customer to find out if whether the broken flla adapter and the polyimide to retrieval loop were related. Due to the limited information received it was decided to open a separate complaint for the broken flla adapter. This file is related to (B)(4) which captures the broken polyimide to retrieval loop. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1628216 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1628216 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label : the instructions for use, ifu0056 which accompanies this device, instructs the user: ¿¿ when stent point of no return has been passed , disconnect luer lock fitting to remove safety wire completely from delivery handle¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to stent deployment difficulties. It may become more difficult to release the safety wire once it passes the point of no return, the physician may then have used excessive force to pull it out and consequently broke the flla adapter. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer the stent sheered off during deployment. Small pieces of metal remain inside patient's body, unable to retrieve. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to stent deployment difficulties it it may become more difficult to release the safety wire once it passes the point of no return, the physician may then have used excessive force to pull it out and consequently broke the flla adapter.

Event description:
Correction report is being submitted due to the completion of the investigation on 23-aug-2023 to update a code and g code based on update final results and conclusions. (A code changed to a0401- break & g code changed to g04123).

Manufacturer narrative:
Device evaluation: 1 unit of evo-10-11-6-b of lot c1628216 involved in this complaint was returned for evaluation, without the original packaging. The device evaluation was complete on 14th apr 2021. On evaluation of the device, it was observed that both the flla adapter and the polyimide to retrieval loop were broken. Stent was not returned. Handle was actuating fine for deployment and retraction. Lock wire in place on return. Following engineering input additional questions were sent to the customer to find out if whether the broken flla adapter and the polyimide to retrieval loop were related. Due to the limited information received it was decided to open a separate complaint for the broken flla adapter. This file is related to (B)(4) which captures the broken polyimide to retrieval loop. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1628216 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1628216 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0056 which accompanies this device, instructs the user: ¿¿ when stent point of no return has been passed , disconnect luer lock fitting to remove safety wire completely from delivery handle¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to stent deployment difficulties as per engineering input it may become more difficult to release the safety wire once it passes the point of no return, the physician may then have used excessive force to pull it out and consequently broke the flla adapter. Summary of investigation according to the customer the stent sheered off during deployment. Small pieces of metal remain inside patient's body, unable to retrieve. Confirmed quantity of 1 device, confirmed used. According to the initial reporter ¿small pieces of metal remain inside patient's body, unable to retrieve". As per medical advisor input "the description of ¿small pieces of metal, unable to retrieve¿ is not clear if the retrieval was performed and was not able to retrieve the small metal pieces or if it was not possible to retrieve then the user concluded that it was unable to retrieve. The harm and impact are based on the additional ¿retrieval¿ procedure, for the worst scenario, we presume the ¿retrieval procedure¿ was performed" investigation findings conclude a possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to stent deployment difficulties as per engineering input it may become more difficult to release the safety wire once it passes the point of no return, the physician may then have used excessive force to pull it out and consequently broke the flla adapter complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-jan-2023.